Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 black reload to perform failure analysis. A review of the stapler log shows that the sureform 45 stapler instrument, (lot number: k19250925-0363), was installed on the system 8 times and fired 8 stapler reloads (1 white, 2 blue, 5 black, in that order). On installs 1-4, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 6, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 7, the first clamp was successful, but was followed by a firing failure. On install 8, the system failed to detect the reload color, and the user manually selected the black reload via the surgeon side console (ssc) touchpad. The first clamp was successful but was followed by a second firing failure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, a suboptimal staple line was observed after firing a sureform 45 stapler instrument with a sureform 45 black reload. Following installation, a system error message appeared: "elevated force required, suboptimal staple line possible. Tap the blue pedal to unclamp or use the touchpad to enable force fire. Force fire is not recommended." Upon reviewing the message and attempted re-clamping, the surgeon noted that the stapler blade remained exposed and the stapler reload was no longer usable. There was no bleeding as a result of the incident. To resolve the issue, the da vinci system was undocked, and a third-party laparoscopic gia stapler instrument was utilized. The procedure was completed. The patient did not experience any postoperative complications, and there are no concerns regarding any long-term effects related to this event.

Manufacturer narrative:
Updated sections: g3, g6, h2, h11. Additional information: intuitive surgical, inc. (Isi) did not receive the sureform 45 black reload to perform failure analysis (fa). Isi received the sureform 45 curved-tip stapler instrument for fa evaluation. Based on a review of the system logs, the stapler instrument exhibited two firing failures that could not be replicated during in-house testing. The stapler instrument clamped, fired, and unclamped successfully, with jaws operating as expected. The stapler instrument was fired using a sureform 45 black reload; the resulting staple line was visually inspected and appeared smooth and consistent, with no jagged edges or tearing observed.

Event description:
Refer to h11 for follow-up information.